Event description:
Customer reportedly obtained a result of 1.8 inr on the coaguchek system and 3.2 inr on a professional coagulation system within 4 hours. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.